Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2026 the AED identified a service code during an automated self test and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was measured at a low state and the AED began reporting a low battery warning. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.